Event description:
It was reported that customer frequently experienced cartridge failure alarms and declined further troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by customer or technical support.